Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed remnants of dried body fluids on the cap of the sheath's hub, which is consistent with used devices. Visual inspection revealed no defects. Functional testing was conducted and could not reproduce the reported complaint. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual device was normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported blood leaking during a procedure. Follow up communication with the user facility confirmed the following information: during a neurointerventional case the staff noticed blood leaking from around the hub distal to the cross cut valve; the leaking did not occur through the valve itself but around the hub and before the tube portion of the sheath; blood loss was estimated at less than 10cc; there was no difficulty inserting the sheath into the patient; the procedure outcome was good; and the patient's condition was reported to be good. Additional information was received on 5/09/2017. The patient's condition was reported to be excellent.